Event description:
The customer reported that after pipetting an hbc microwell plate no sample or diluent was added to wells c4, c9, f2, d4, d9, e4, and e9 on plate ID cd0567. No error was reported. No death or serious injury was associated with this incident. This report corresponds to orthoclinical diagnostics complaint number 00434085.